Manufacturer narrative:
Concomitant medical products: h601h35 heart ring, implanted: (B)(6) 1990; (B)(4) lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with complaint of pain around the device implant sit and some dizziness. It was noted that the left ventricular (lv) lead exhibited low impedances currently and the lead had exhibited spikes to high impedance in the past. The physician began a cardiac resynchronization therapy defibrillator (crt-d) revision procedure to relocate the crt-d to a subcutaneous region. As the crt-d was being moved, the physician noted an abscess in the pocket. Cultures taken and antibiotic treatment was necessary. During the procedure, it was also noted that the lv lead had dislodged. The lv lead was explanted and replaced. The patient was transferred to a different facility to have the rest of the crt-d system removed a few days later. No further patient complications have been reported as a result of this event.